Manufacturer narrative:
The device was returned due to patient infection. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. No other anomalies were found.

Event description:
It was reported that the patient had an infection from their implantable cardioverter defibrillator (ICD), right atrial (ra), and left ventricular (lv) leads. The ICD, ra, and lv leads were all explanted and replaced. The patient's condition was unknown.